Event description:
It was reported there was device migration. It was stated that a small part of the battery had started to move through the fascia and the rest of the battery was below the subcutaneous tissues. There was no evidence of infection or a decrease in efficacy. This was determined through observation only, with no x-ray. Symptoms included pocket site pain and tenderness. The outcome was listed as resolved without sequelae on (B)(6)2011.

Manufacturer narrative:
Continuation: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3 889-28, lot# v589285, implanted: (B)(6) 2010, product type lead. (B)(4).